Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a pinched rinse cup drain line. The fse proceeded to replace the drain line to resolve the leak and rerouted the line to prevent it from being pinched again. The fse also discovered a cut at the low vacuum line through black pinch valve and proceeded to replace the tubing to restore the vacuum. The wbc (white blood cell) aperture 1 was partially voting out and the fse flushed the aperture with deionized water to restore the wbc aperture function. Results: failure mode of the leak is attributed to a pinched rinse cup drain line. Failure mode of the low vacuum is attributed to the cut vacuum tubing and failure mode of the wbc aperture 1 voting out is attributed to the wbc aperture requiring to be flushed with deionized water. (B)(4).

Event description:
The customer reported cleaner and blood leak at the bsv (blood sampling valve) drip tray area involving the coulter lh 750 hematology analyzer. The customer indicated that approximately 5 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. There was no change or affect to patient treatment in connection with this event.